Event description:
It was reported that at a routine follow up, stored egm noted some vf episodes with intermittent undersensing. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.